Manufacturer narrative:
(B)(4). The problem was not confirmed due to a lack of information provided in event description. The reported problem was a check patient line alarm with no discernable use error in the description. No batch review or sample evaluation was performed. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) had the home patient (hp) check the patient line and the hp stated that there was air in the lines. The hp stated that he is using a patient extension. The hp stated that the nurse set up his hc. The tsr assisted the hp with ending therapy. The hp would call the nurse. No patient injury or medical intervention was indicated at the time of the initial report. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the reported check patient line alarm in which air was noticed in the line. The hp stated he did not notice any visible damage or abnormalities with the supplies in use. The sample was discarded and the hp did not know the lot number of the cassette. The hp stated he thought he was using two green bags and one yellow bag. The hp stated he made his registered nurse (rn) aware of the alarm. The hp stated he was able to resume therapy after starting over with new supplies, but found when he got up and moved around it did not work well, so he laid flat on the bed. The hp stated since then he has had no more problems. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.